Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a system displayed a system message code during a procedure. The surgery was aborted. The surgeon completed the case the same day at another facility. There was no patient harm.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. The system was examined and the reported event was replicated. The non-conforming footswitch controller printed circuit board assembly (pcba) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 6, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming footswitch controller printed circuit board assembly (pcba). However, how that footswitch controller pcba became non-conforming remains inconclusive. (B)(4).